Manufacturer narrative:
The device will not be returned to the service center for evaluation as the lamp was replaced and the device is working.

Event description:
The service center was informed that an ¿e103 lamp ignition¿ error message was observed. The lamp was at 400 hours. The facility reported they never actually had an issue with the light source other than the error message. The facility decided to replace the lamp. It is unknown if the previous lamp was an olympus lamp. The equipment was power cycled and the issue was resolved. It is unknown if the device was inspected prior to use. The user facility reports the device connection was secure. The device was installed and set up correctly. There was no patient involvement or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The following sections were updated, a1, d4, g4, g7, h2, h3, h4, h6 and h10. The reported event could not be confirmed because the product was not returned as the issue was resolved at the customer site. In addition, an investigation was performed by the legal manufacturer based off of the information provided. 1. A follow-up correspondence with the customer was performed. The complaint was originally conveyed as an e03 message, but it clarified to actually be a e103 error code. The service personnel repeated the power cycle at the site, but it did not reproduce it. A subsequent communication was that it had occurred again, and the lamp had been replaced. The lamp had been used for 400 hours. In addition it was not known whether the lamp was made by olympus or not. Regardless, there was no e103 error code after replacing the lamp. 2. A review of similar complaints both at the specific facility and in general was performed with only a one other similar complaints. This will be trended. 3. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 4. A review of service records and repair records was performed. No repair information for the past year for the product was observed. Conclusion: root cause could not be definitively identified. The following is the most likely cause identified from investigation result. Since the report event did not occur after replacing the lamp, the most likely cause was that the lamp had reached the end of its service life or had failed accidentally. Problem resolved by customer.